Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2021 after receiving inappropriate high voltage shock. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shocks for atrial fibrillations with rapid ventricular response (rvr). Patient converted to sinus rhythm after shock. Programming changes were made to the ICD. The patient was in stable condition.